Event description:
It was reported the pt lost stimulation sensation and was unable to move in a certain way to feel the stimulation. Impedance testing was done and read >3600 ohms. The pt was reportedly waiting for a surgical revision of the lead to be scheduled. Additional information has been requested.